Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that serial digital interface was not shown and poor imaging power due to circuit board / printed circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during inspection.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (no image) was confirmed due to a circuit board failure. In addition, there was a pixel defect due to the lcd panel failure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that a high-definition lcd monitor had no image. There was no patient harm associated with the event.